Manufacturer narrative:
(B)(4) an investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: vessel dissection. Had to balloon x3 min additional information: during an evar procedure on the (B)(6)2023, ultrasound and micro puncture were utilized to gain lower access in the right common femoral artery. Vessel size was 7.5mm with mild posterior calcification and tortuosity in the right iliac. Measured depth for the manta was 7cm. When advancing the procedure sheaths the physician said he felt the sheath jump and felt a pop. Blood pressure was 113/69mmhg and act was 225 prior to closure. Heparin was administered during the procedure. Post deployment a blush and dissection were noted in the vessel, hemostasis was immediate on the surface but it took 10 minutes to stop the bleeding at the dissection site. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating a lower positioned access, radiopaque lock positioned at a dissection with complete blockage. Balloon angioplasty was applied, returning flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, patient demographics listed 108.59kg weight and 17.2 cm height, indicating the patient's bmi was out of range. Lower-positioned access was gained utilizing micropuncture and ultrasound guidance. The right common femoral arteriotomy was greater than 7.5 mm, with mild calcification, posterior wall calcification, and right iliac tortuosity, with a measured depth of 7cm. Issues were encountered advancing and withdrawing the 17f procedural sheaths. While advancing the sheath, the physician felt the sheath jump and felt a pop. The physician mentioned he felt the procedure sheath lifted a piece of plaque and caused a dissection. Following the evar, the 18f manta was deployed to the measured deployment depth. Following deployment, hemostasis was immediate on the surface, a post-angiogram indicated manta positioned correctly, although blushing and a dissection were present. Balloon angioplasty was applied for approximately ten minutes, resolving the bleed, and obtaining hemostasis. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The root cause of the minimal flow was likely caused by the dissection created during procedural sheath insertion, before manta deployment and seen on post-angiogram. Dissections are a common large-bore procedural complication; in this case, it was determined the dissection was created by the procedure sheath and plaque during insertion the following adverse events associated with the deployment of vascular closure devices have been identified in the IFU): ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: vessel dissection. Had to balloon x3 min additional information: during an evar procedure on the 30may2023, ultrasound and micro puncture were utilized to gain lower access in the right common femoral artery. Vessel size was 7.5mm with mild posterior calcification and tortuosity in the right iliac. Measured depth for the manta was 7cm. When advancing the procedure sheaths the physician said he felt the sheath jump and felt a pop. Blood pressure was 113/69mmhg and act was 225 prior to closure. Heparin was administered during the procedure. Post deployment a blush and dissection were noted in the vessel, hemostasis was immediate on the surface but it took 10 minutes to stop the bleeding at the dissection site. The patient was reported as fine post procedure.